Event description:
(B)(4). Sharp stomach/pelvic pain, rapid weight gain((B)(6)-mostly in my stomach), joint pain in my legs, rashes on my face, hands and neck due to allergic reaction from the nickel from the coils, extremely heavy periods, extreme fatigue, loss of sex drive, blurry vision, hair loss, inflammation throughout my body-especially my stomach, swollen hands, legs and feet. Have gone to the doctor many to try to resolve these problems as they did not begin until I had essure put in.